Event description:
A customer reported that their focus rtp system was providing incorrect monitor unit calculations when they used a tpr-based photon machine for which they had also entered bsf values. No patients were treated.